Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were previously receiving recurring a21 alarms on their insulin pump. Customer also reports that the screen was flashing. Customer's blood glucose level at the time of the incident was unknown. Troubleshooting occurred but was unable to clear the alarm. Product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error anomalies noted. (B)(4).